Event description:
It was reported that during a shoulder scope the motor had a failure. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported. Preliminary results of investigation revealed a jammed motor/ blade stall which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.